Manufacturer narrative:
To date, the device has not been received at boston scientific. Upon receipt the device will under go detailed laboratory analysis in an attempt to confirm and determine the root cause of this event.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the battery status of the device was confirmed to be elective replacement time. The device communicated appropriately with the programmer and paced and sensed normally. To determine if the device had depleted normally, a laboratory technician used an engineering level longevity prediction calculation to assess the rate of battery depletion of the device. Based on the available parameters, this device met normal battery depletion for this device model. Having functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced battery depletion within the normal tolerance for this model.

Event description:
Boston scientific received information that during a routine follow up visit, this pacemaker was found to be at end of life after 15 months from the implant date. Premature battery depletion was suspected. The pacemaker was scheduled for replacement. No additional adverse patient effects were reported.